Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon could not apply the compression nut in question properly at first. Then he manually held the sleeve and inserted a guide wire so that he could inserted the blade, but without success. As he confirmed the blade was at the right position through x-ray, he attempted to extract the blade with difficulty. Finally after he extracted the blade in question, he inserted same blade without any problem and completed the surgery. The surgery was extended for 30 minutes due to this event. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: aiming arm returned for evaluation intact but in used condition. The provided functional test showed no anomalies to the function; the nut could be screwed on to the protection sleeve. The sleeve assembly could be clicked into the aiming arm and was locking as required. The aiming are was manufactured, meeting all specifications. The article was manufactured according to our production documents. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.